Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was an unspecified number of tubes that underfilled. There were no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was an unspecified number of tubes that underfilled. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 13-dec-2024. Investigation summary: bd had received 3 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. The samples along with 17 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was observed on both sample types. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.